Manufacturer narrative:
This device is still in service and not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced long time to therapy of 38 seconds with their inappropriate shocks due to oversensing. Imaging was performed and it was determined that the electrode had suboptimal placement. The system was reprogrammed for therapy optimization and is still in service. No adverse patient effects.